Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values when scanning the adc freestyle libre 2 sensor compared to the built-in meter. On 21-aug-2021, a sensor scan of 99 mg/dl with a diagonal descending trend arrow was compared to a blood glucose test of 56 mg/dl on the built-in meter, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer's father provided the customer with 5 grams of sugar water for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury.